Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any anomalies in the appearance of the device. The luer caps were confirmed to be attached firmly and the stop cocks on the sampling system were confirmed to be intact. The actual sample was built into a circuit with a roller pump and tubes and saline solution was circulated in it at the flow rate of 5.0 l/min. The roller pump was stopped while the venous blood inlet port was observed for any entrainment of air. No anomalies were confirmed. There was no visible anomalies on the o-ring on the venous blood inlet port. A review of the device history record and the product release decision control sheet of the involved lot#/product code combination confirmed that there was no indication of production related problem or discrepancy in the inspection/test result. A search of the complaint file did not find any other report with the involved product code/lot# combination. Although the cause for the reported event cannot be definitively determined based upon the available information, the investigation results verified that the actual sample was the normal product. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure, however there is no evidence that the reported event was related to a product malfunction or defect. The device labeling does address the potential for such an event in the instruction for use (IFU) with statements such as the following: (1) ensure that all connected parts including the luer caps, the lock adapters and the port caps, are securely affixed. Loose connections may cause contamination or a blood leak; (2) minimum operating volume in the reservoir is 200ml. Set appropriate blood storage level, relative to venous flow rate, to prevent gaseous emboli passing to patient, adequate heparinization of the blood is required to prevent it from clotting in the system. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. Pat. Code: 2645 - not labeled dev. Code: 1008 - labeled

Event description:
(B)(4).

Manufacturer narrative:
The actual device has been received by the manufacturing facility and is currently under evaluation. A follow up will be sent within 30 days of this report being sent. For this reason, evaluation code was used in the conclusions. A review of the device history record and the product release decision control sheet confirmed that there is no indication of production-related anomalies. A search of the complaint file found no other report of this nature with the involved product/lot# combination. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported air bubbles in the capiox rx25 device. Follow up communication with the user facility reported the following information: the pump was primed as normal; once the pump was stopped and clamped, a large amount of air came up from where the venous line goes into the reservoir; all taps and shunts were closed and clamped and the yellow cap had been removed so no build-up of negative pressure; the pump was then re-circulated but at a much higher pressure to ensure that it was not an air leak; once the venous line looked air free the pump was stopped and the venous line clamped, however the air came up from the reservoir again; the reservoir was subsequently changed and this fixed the problem; there was no patient involvement at that time; and the procedure was completed successfully.